Event description:
Customer reported system would intermittently not boot up the first time every morning. No patient injury was reported.

Manufacturer narrative:
Customer canceled call. No ge service needed.